Manufacturer narrative:
H6: clinical code 4581: negative dysphotopsia. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that prior to an implantable collamer lens (icl) implantation procedure, the patient experienced a negative dysphotopsia. In a separate visit the lens was exchanged for a same model and size lens with different power. The problem was noted to have been resolved. Cause reported as unclear etiology.